Event description:
Info rec'd that when the brake was set the casters would swivel. No injury reported.

Manufacturer narrative:
Bed located in storage area. Technician found that when the brake was set the casters would swivel. Replaced the brake casters to resolve this issue.